Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator was not able to charge the battery. The device was not in clinical use and was removed from service. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and confirmed device is not charging the battery. The rse advised the biomed engineer to confirm the switching power supply has a output of 24 volts dc. Customer reported the switching power supply had no voltage. A customer biomed engineer (be) confirmed the power supply was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.